Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the perforation is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent an off-label implant of a 23mm sapien 3 valve into a degenerated surgical valve in the mitral position by transfemoral approach. The whole implantation process was smooth and stable, but when the pressure was assessed after the implant the patient slowly became unstable. A cavity of pericardial effusion was observed in the echo between the aorta and the top of the left atrium. The source of the bleeding was unknown but the patient remained stable on moderate doses of medication. The effusion increased and the surgeon decided to operate. A small incision in the left chest revealed bleeding on the posterior wall of the left ventricle. Attempts to seal it with an occluder failed and continued with suturing. After approximately four or five hours of suturing, the bleeding stopped and the patient was transferred to the care unit and is now under treatment.